Manufacturer narrative:
Unit received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments/partial display. Unit had missing display window cover, keypad overlay peeling, cracked battery tube threads, cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly and no anomaly noted. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery compartment of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.